Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced diabetic ketoacidosis (dka). A blood glucose level was not provided. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.